Manufacturer narrative:
There were no allegations of malfunction or defect made against the subject wheelchair. The dealer states the end user simply lost her balance and that is what caused the incident. Since there was no failure in the wheelchair of any kind, replacement parts were not requested. (B)(6) also did not report any pre-existing condition(s) the end user may be suffering that could have caused or contributed to the loss of balance and bone fracture. Sunrise medical has deemed this incident as accidental and this MDR filing is to report the injury claim only. No further investigation will be performed by sunrise medical at this time.

Event description:
Dealer, (B)(6), reported that the end user was going from her chair to her bed when she lost her balance and hit her right elbow on the padded part of the cantilever armrest and allegedly fractured the ulnar bone in her forearm. She has sought medical treatment and is in a hard cast.